Event description:
Baxter guatemala reports pt reactions with the psn membrane. Noted during treatments. The pts experienced low blood pressure, itching, nausea, vomiting and a general feeling of discomfort. Dialysis treatments were terminated. No additional info available.